Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered 2 inappropriate shocks and anti- pacing (atp) therapy after atrial fibrillation (af) episode. Boston scientific technical services (bsc ts) was asked why inhibitors did not help to prevent therapy delivery. Bsc ts provided feedback after reviewing episodes. There were no adverse patient effects reported, and no change to implanted products.

Manufacturer narrative:
This crt-d remains implanted, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available, this report will be updated.